Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the customer continued to use current pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.